Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5065673). We asked our distributor to receive the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5065673) of which we had been made previously aware. Event description: inbound call from patient, her crono 5 pump is alarming occlusion, per patient, all clamps are open and tubing is not kinked. Attempt made to change just the tubing. However when pressing correct buttons to prime and error 4 occurred, then and error 5. Pt switched to back up pump. No patient related adverse event related to pump error. No missed dose. Sending out a replacement pump to the patient. Dose or amount: 50.1 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: from (B)(6) 2013 to ongoing. Diagnosis or reason for use: pah.

Manufacturer narrative:
As stated by the instructions for use, error 4 is an intermittent acoustic signal repeated approx. Every 10 seconds, that indicates a mechanical locking of the pushing unit in the withdrawal phase, while error 5 is signaled by the pump in case of irregularity in the pusher advancement. After the arrival of the pump the service checked the signals of the octical encoder and the thrust force. The device was found within specifications. No malfunction was found by service, which proceeded with the regular maintenance service. No consequences for the patient.